Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Manufacturer narrative:
On 6/24/2015, integra investigation completed. Method failure analysis, device history evaluation, results: failure analysis - cannot be performed based on the lack of information provided by the customer the rongeur was not returned for further evaluation. Nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history, corrective action preventive action history: none. Health hazard evaluation history - none. Conclusion: root cause cannot be determined due to the lack of information.

Event description:
Customer initial reports screw fell out event desc: doctor was using a pituitary rongeur during a procedure. The tech noticed that a screw was missing from this instrument. The doctor was notified. X-ray of pt's back was done/reported as negative for screw by the doctor. Screw was then found on the floor by surgical tech. Surgeon aware. The instrument and screw were removed from the sterile field and given to materials coordinator. No harm to the pt.